Event description:
It was reported that the catheter had been "replaced/repositioned" twice and after the second time the catheter again fell and was sitting near the bottom of spinal column. The catheter complications were reported going back to 2010. Per the reporter, the neurologist didn't recommend another surgery at the time and they were still filling pump with baclofen. It was added that when they tried to decrease dosage patient started experiencing spasms in hip which subsided when they increased dosage back up; however, there was no control of spasticity in arms which was the initial intent for the implant. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Catheter: model: 8709sc, serial# (B)(4), implanted: 2011 (B)(6), explanted: unk; catheter: model: 8709sc, serial# (B)(4), implanted: 2010 (B)(6), explanted: unk. (B)(4).

Manufacturer narrative:
(B)(4).